Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on 7-jan-2022 indicating that no patient was involved in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker and interconnect board. Performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.